Manufacturer narrative:
A review of alarm trace information showed alarms related to the reaction cells and lamp needing replacement. The alarms are consistent with contamination (sample tube gel) transferred by the sample probe. The investigation determined the issue is consistent with insufficient pre-analytic sample handling.

Manufacturer narrative:
The reagent lot numbers and expiration dates were requested, but not provided. The field service engineer checked the cell rinse and pump pressure; all were good. The piercer was replaced. A contaminated probe was found and it was determined that the customer was checking the probe cleanliness only on a weekly basis instead of daily. Precision studies were performed. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with glucose hk gen. 3 and a second patient sample tested with cholesterol gen.2 on a cobas c 503 analytical unit. The first sample initially resulted in a glucose value of 21 mg/dl. The sample was repeated on a second analyzer on (B)(6) 2025, resulting in a value of 106 mg/dl. The second sample initially resulted in a cholesterol value of 19.5 mg/dl on (B)(6) 2025 and it repeated as 174 mg/dl.